Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer insulin pump was making loud noise, battery was removed but the issue reoccurred. Customer stated there was no physical damage on the insulin pump. Customer was using duracell battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported restart alarm twice. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display. However, after electronic board were separated and reconnected unit power on properly. Problem isolated to electronic stack. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.